Event description:
The patient called in stating that the pen needle clogs during his injection. He stated that he has been using droplet for years and has never had an issue; however, with this box the clog has happened 4-5 times this week. He did not want to provide medical information. He just wanted to let the issue be known.